Manufacturer narrative:
Field change: date of event product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient indicated experiencing activation issues with an inflatable penile prosthesis (ipp). The patient went to the physician's office and the unsuccessful attempts to inflate the device caused severe pain. A sales representative's assistance was requested and after a few minutes they were able to inflate the device. However, the representative indicated the device seemed to be dry. The patient was unable to inflate the device after the visit.

Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient indicated experiencing activation issues with an inflatable penile prosthesis (ipp). The patient went to the physician's office and the unsuccessful attempts to inflate the device caused severe pain. A sales representative's assistance was requested and after a few minutes they were able to inflate the device. However, the representative indicated the device seemed to be dry. The patient was unable to inflate the device after the visit.